Event description:
It was reported that the patient presented with an infection. It was noted that the redness and swelling was observed on the device pocket. The entire system was extracted and replaced. The patient was in stable condition.